Event description:
I received an essure implant in 2004. I've experienced minor pain during intercourse and my menstrual cycle soon after the procedure was done. I received sonograms and scans and was told that everything looked normal and that the pain would lessen or go away. A few years after that I relocated to another state. Since then the pain has increasingly gotten worse. I finally got a scan a few years back and it shows that one of the essure implants has moved and is hanging into my uterus. This is the source of my pain, but the essure specialist I went to will not definitively confirm that. I am now being told that the only option is major surgery, a hysterectomy. I am looking for a non-biased obgyn for a 3rd opinion. I am a consultant, so the time I need to take off of work is unpaid.